Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and post-reset ram crc alarm customer states the alarm occurred immediately after a battery change. The customer blood glucose level was 480 mg/dl at the time of incident and the current blood glucose of the patient is 280 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that there was insulin flow blocked alarm. Customer states the insulin exited. The insulin pump will not be return for analysis.

Manufacturer narrative:
Post-reset ram crc alarm not confirmed during testing. Device passed the self test and the displacement test.